Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The customer's blood glucose level was 146 mg/dl at the time of the incident. The customer reported that the insulin pump had an open book image on the insulin pump screen. The customer informed that prior to this incident they had issues with the inset but were able to take care of it until today. The customer stated that they lost 1 infusion set because of this and 2 sensors. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.